Manufacturer narrative:
Product complaint # (B)(4).information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter phone: (B)(6).a supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.with the information available and without the product available for analysis, the reported customer complaint of ¿catheter (body/shaft) ¿ obstructed in patient¿ could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The instructions for use (IFU) warn to never advance or withdraw an intraluminal device against resistance. Movement or force of catheter or guidewire against resistance could dislodge a clot, perforate a vessel wall, or severely damage the catheter and/or guidewire. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation/interaction, aneurysm size and vessel characteristics and device selection may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by the field, a prowler select plus 5cm 90 tip microcatheter (606s255mx, 30118145) was used to implant a pulse rider (product code/ lot number unknown). However, resistance became stronger and stronger after the pulserider reached the hub. It got stuck on the 30 cm from the distal end. The pulserider was removed and the complaint microcatheter (mc) was flushed. The physician tried again but the same issue continued. The complaint microcatheter was replaced with another microcatheter. The pulserider was able to be smoothly delivered through the replaced device and implanted. Additional information received indicated that there was no evidence of physical material within the device. There was no difficulty removing the device from the patient. There was no damage noted on the mc during manipulation or upon removal from the patient. A continuous flush on the microcatheter was maintained. No excessive force was applied to the device. The target lesion being treated was the basilar artery top (ba). No additional information is available.